Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2020-01857. It was reported that patient was not receiving effective coverage of pain relief from an unknown time. Diagnostics were unremarkable. To address this issue an addition of 2 more leads were implanted in l5 for better foot coverage by way of surgical intervention. Postoperatively effective therapy was achieved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.